Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (unable to connect to monitor) was confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to connector a monitor.